Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
Patient reported that as of yesterday he suddenly had no hearing percept with the device. Prior to that he had not experienced any intermittencies or noise and was doing well with the device. There was no report of accident, trauma or changes in health. The patient was re-implanted, when the device was removed, it was found to be cracked and was removed in many pieces.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient reported that he had no hearing percept with the device. There was no incident of accident or trauma.